Manufacturer narrative:
Internal report #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Patient code: (B)(4) (above): no code available - customer reported symptom of lightheaded note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. No medical intervention was needed since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from meter memory taken (B)(6) 2017 of 58, 60, 73 and 78 mg/dl. The customer's expected fasting blood glucose test result range is 119 - 120 mg/dl. Customer stated that she was feeling fine when she obtained the results of 58 and 60 mg/dl. At the time of the call on (B)(6) 2017, the customer reported feeling lightheaded. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 233 mg/dl and 241 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: 108mg/dl (B)(6) 2017 07:25 am fasting: yes, 58mg/dl (B)(6) 2017 08:52 pm fasting: yes. 3:60mg/dl (B)(6) 2017 08:45 pm fasting: yes 4:73mg/dl (B)(6) 2017 07:44 pm fasting: yes 5:78mg/dl (B)(6) 2017 04:36 pm fasting: yes memory concerns: customer is concern with the results taken on (B)(6) 2017.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. No medical intervention was needed since the last call. Correction: product returned date 8/16/2017 , product evaluated.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from meter memory taken (B)(6) 2017 of 58, 60, 73 and 78 mg/dl. The customer's expected fasting blood glucose test result range is 119 - 120 mg/dl. Customer stated that she was feeling fine when she obtained the results of 58 and 60 mg/dl. At the time of the call on (B)(6) 2017, the customer reported feeling lightheaded. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 233 mg/dl and 241 mg/dl using truemetrix air meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with the results taken on (B)(6) 2017.